Manufacturer narrative:
This right atrial lead was not returned by the costumer, therefore no product analysis was performed. The conclusion code is unintended use error caused or contributed to event

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead damage caused by the electrocautery blade during the device replacement procedure. Another ra lead was successfully implanted during the procedure. No additional adverse patient effects were reported. .